Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 due to an unspecified reason. This device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.